Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02545. It was reported the pt experienced a change in stimulation and an x-ray revealed his leads had migrated. It was reported surgical intervention will be undertaken to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.